Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc231650e0. Model: sc-2316-50e. Serial: (B)(6). Batch: 7222510.

Event description:
It was reported that the patient experienced increased amount of pain during the trial period. The patient underwent a lead pull procedure. The explanted leads will not be return.